Manufacturer narrative:
The returned device was evaluated and the data presented an 0x1c, indicating the device operated until expiring. The device operated as intended in this regard. No issues capable of causing the reported infection were observed to the device. The cause of this event could not be determined. No bends nor kinks were observed to the soft cannula.

Event description:
It was reported that the patient had been hospitalized with both hyperglycemia and an infection at the pod infusion site (arm). The patient's blood glucose levels reached 520 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include pain, irritation and redness at the pod infusion site. Upon removal of the pod from the infusion site the pods cannula was found to be bent. The patient removed the pod from the infusion site 3 days prior to this event and was not wearing a pod when they sought medical attention. Once at the hospital the patient had blood labs performed and they were treated with antibiotics as well as intravenous fluids. The patient was prescribed cephalexin (500 m/g) to be taken 3 times daily for 10 days. The patient was released from the hospital after 5-6 hours. The patient applied a new pod after this event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to determine if any product condition could have contributed to customer's infusion site infection and we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.